Event description:
Consumer called to report an incident with her son's meter readings. Called emt for assistance, when readings were not consistent with the way he was feeling. Readings from emt meter were lower.